Event description:
Initial info provided: when the physician performed this procedure, he realized this wire fractured in the body before exchange 0.035 wire so he used another product. Updated info received (B)(4) 2012. Retrieval date and method of removal was unk. Those info is hard to find since it is performed at another hosp, however sales rep had checked with the nurse that the retrieval was successfully done and there is no adverse consequence. The pt is overcoming smoothly.

Manufacturer narrative:
Exp date unk as lot is unk. Removal of foreign body is not labeled. Device code: separates is not specifically addressed on the caution label. No product was returned to assist in this investigation. This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport, per specification. In addition each pmg wire guide comes with an attached caution label, which illustrates, "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." Without an inspection of the complaint product a definitive root cause cannot be found. In previous complaints we have found possible causes to include damage to the wire guide associated with withdrawal through the needle (per warning label) or other instrument. Less frequently, pt anatomy makes withdrawal of the wire guide difficult resulting in separation when the force exceeds design specification. In the absence of info specific to this complaint the root cause is inconclusive. We will continue to monitor for similar complaints. Per the quality engineering risk assessment performed, there is insufficient risk.